Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that the wand they were using during an initial implant "was getting a communication failure error message." They were unable to interrogate the generator using their programming wand. The generator was successfully interrogated using another programming system. Good faith attempts are being made for product return for analysis.